Event description:
A report was received that the patient was charging the ipg more frequently. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was reportedly doing well. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was charging the ipg more frequently. The patient will undergo an ipg replacement procedure.